Event description:
It was reported that upon removal of the interpulse batteries following a procedure, the batteries were discovered to be the wrong way around. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Disposed of by user facility.